Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a leak from damaged tubing at port 5 on the flow cell. He replaced the tubing on the flow cell resolving the leak. The fse also identified that the leak had damaged the diluter 3 card, and replaced the part. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was approximately 20 ml of clear fluid from an unknown source, and dripping under the analyzer. There were no instrument generated error messages at the time of the leak. The operator was performing the startup process on the analyzer when the leak was identified. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.